Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the during the product return investigation, the catheters had eye lengths above specifications.

Manufacturer narrative:
The reported event was confirmed. Six red rubber latex (urethral) catheters were returned opened in their original packaging. Three catheters' packaging had lot number ngcx2061 and the catheters' eyes were measured and found to be out of specifications. The root cause is due to a "machine error" during the eye punching process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the product return investigation, the catheters had eye lengths above specifications.